Event description:
It was reported by service report that the foot-end was stuck in the highest position. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: malfunctioning potentiometer hindered foot-end motions.